Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak in the flow cell of a unicel dxc 600 synchron clinical system and that qc was out of range on all levels. The customer did not know the identity of the liquid, but per the customer, it smelled like electrolyte buffer. Bec customer technical support (cts) instructed the customer to run patient samples on an alternate instrument to verify results. During follow up with the customer, the customer stated that no erroneous results were generated at the time of the event. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) was dispatched. The fse found the electrolyte injection cup overflowing. The fse determined that the hydro drawer was crimping line 15. The fse rerouted the hydro tubing and verified the repair per established procedures. (B)(4).